Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported high blood glucose of 402 mg/dl. The customer stated that the insulin pump alarmed during manual prime. The customer changed the infusion set and reservoir. The customer stated that the insulin pump no delivery alarm during prime again. The insulin pump was returned for analysis.